Event description:
Reported by the pt as, "lap-band has eroded into stomach."

Manufacturer narrative:
Taper ii, medwatch sent to FDA on: 14/mar/08. The prod associated with this report has not yet been returned. Based upon the serial # provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further info from the rptr regarding implant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."